Event description:
It was reported that the system displayed an error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. The system operates as intended. Further repair information was not reported.